Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that reported issue was not duplicated. A field service engineer, verified that customer successfully retrieved the drawer. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that the pyxis medstation es system has failed drawer.the customer stated that the malfunction caused a delay in accessing medication.there were no adverse events or injuries reported based on this incident.